Event description:
Consumer called to report her meter reading higher than lab results. Analysis run on consensus error grid (ceg) using lab readings (73) as reference point vs. Bd reading (158) yielded some data points in the c range of the grid, outside acceptable limits.